Manufacturer narrative:
Based on the current information provided, the root cause of the reported event was attributed to the patient¿s condition. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video was submitted for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is being reported due to the following: during a planned da vinci assisted mediastinal tumor resection surgical procedure, the case was converted to an open procedure due to the presence of adhesions. From available information, the root cause of the intraoperative complication is due to the patient¿s condition.

Event description:
It was reported that during a planned da vinci-assisted mediastinal tumor resection procedure, the surgeon was unable to place a port due to adhesions. The surgeon had commented that there was a possibility of a conversion to open surgery due to adhesions. As a result of the adhesions, the case was converted to open surgery. Intuitive surgical, inc (isi) received additional information about the complaint: the procedure was converted to open surgery due to extensive adhesions observed on the patient¿s lung. The robotic ports were not placed, and the patient side cart was not docked. There was no allegation of a malfunction, instrument, or accessory. It is unknown if a video is available for review. It is unknown if the patient experienced intra-operative or post-operative complications. The procedure was completed via open surgery and the patient¿s current status is unknown. No patient information or demographics were provided.